Event description:
It was reported that the patient was in a car accident and the reporter felt an electronic interferential current (ifc) home unit or a tens device to help his back spasms would be appropriate. However, when the tens therapy was used on the patient¿s low back he felt a ¿fast cramp¿ of about one second in both legs twice. The reporter noted that a grounding pad was not used and the tens current was local to the probe. The relation to the device was unclear and no intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0de6b, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0de6b, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).